Manufacturer narrative:
Exemption number e2014039. Patient of ide study developed rheumatoid arthritis and motion created pain 8 yrs after implant. Surgeon decided to remove and replace with fusion. The device was sent to an external laboratory for analysis and results are pending.

Event description:
Revision surgery to remove cervical disc arthroplasty devices and fuse at those levels.